Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 10 unit bolus instead of a 1 unit bolus that was requested to be delivered. Review of the pump data logs by tandem technical support verified that the customer had accidentally entered 11 units of insulin to be delivered; however, only 10 units were delivered due to the customer's max bolus limit of 10 units. The customer discontinued the bolus after 8 units of insulin had been delivered, and consumed 100 grams of carbohydrates in order to avoid a low blood glucose (bg) level. The customer's blood glucose (bg) level was 100 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.